Event description:
It was reported the patient felt a jolting sensation when stimulation was turned on. The stimulation was turned on via the rapid programmer with a bipole in the middle of the lead at .1 ma and the patient felt a jolt again. The patient reported the sensation as being inside her body. The sjm representative met with the patient on (B)(4) 2013 and it was discovered the lead has disconnected from the anchor and moved down approximately 3 vertebral levels. The physician advised the patient to discontinue use of the stimulation until further instructed. A neurosurgeon referral was given for a paddle revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.